Event description:
Philips rec'd info that the customer reported a burning smell from the camera and saw smoke and flames. The customer turned off system at incoming ac wall box. It was reported that the fire department was not called, the customer site did not use extinguishing device to suppress a fire and there was no activation of a smoke or fire alarm. No injuries to the operator or pt were reported.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to (B)(4) 2007. The field safety engineer (fse) arrived at the site and evaluated the system. The fse found the tower power distribution board (tpdb) card had burning damage at the connector. The fse replaced the tpdb and the gantry e stop cable and tested the system. The system was returned to the customer for clinical use. The failure resulted in an open circuit condition which immediately triggers the e-stop which then halts all system motion. As a result of this failure, the system is system is rendered unusable and therefore did not result in any unexpected motion that would result in pt/operator injury. (B)(4).